Manufacturer narrative:
Further information was requested but not received.

Event description:
It was reported the patient's right ventricular lead exhibited noise. No programming changes were made. The patient status was unknown.

Event description:
New information received noted that the right ventricular (rv) lead exhibited noise oversensing. No programming were made and the patient continued to be monitored. No patient consequences reported.